Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported, while in the cath lab, the md inserted the sheath via the abdominal aorta. After the insertion of the iab, the pt was moved to the ICU. After 32 hours, the pump alarmed "blood in line", and per the md, the "catheter was filled with blood." The iab was removed and another iab was not inserted because the pt was stable. There were no pt complications.